Event description:
The patient reported that they had been in the hospital for the past three days and this was his first night back on the liberty select cycler where they experienced drain complications in drain 0. The patient was bypassed into fill 1 and began filling at a good rate. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient reported that they had been in the hospital for the past three days and this was his first night back on the liberty select cycler where they experienced drain complications in drain 0. The patient was bypassed into fill 1 and began filling at a good rate. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown; however, there is no allegation of a device malfunction or deficiency reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.